Manufacturer narrative:
Approximate age of device - 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired due bacteremia. The date of onset of infection was (B)(6) 2017; with the symptoms of fever and chills. The patient was given multiple IV antibiotic.

Manufacturer narrative:
Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of infection and death could not be conclusively determined. Infection and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.